Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0pm64, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient was in a lot of pain which started at 4 in the morning of this call. The patient indicated that since her programmer (pp) was lost, she was having a hard time evacuating her urine. The patient also mentioned while phone on the call that since 3 days prior to the call she had been in pain because that was when the pp was lost. The patient later reiterated that she lost pp over the weekend and was in excruciating pain and was unbearable on the day of this call. The patient was not evacuating fully and also has interstitial cystitis .the patient is a miserable person "right now" and could not sit still. The patient had stimulation at 3.5v because she was giving it a break and she needed stimulation higher. The patient usually had stimulation between 4.5 and 5 volts. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available